Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a device history record (DHR) review was conducted: manufacturing location: brandywine / thermal rinsed, packaged and released by: monument release date: 12-sep-2018, expiration date: 01-sep-2028, part number: 04.615.012s 3.5mm ti cancellous polyaxial screw 12mm for 4.0mm rod (sterile), lot number: h729214, lot quantity: 48. Note: monument only completes a thermal rinse and packaging operation for this part number. The actual manufacture of this part is performed by the brandywine facility. Work order traveler met all inspection acceptance criteria. Packaging label log (pll) lmd rev ab was reviewed and determined to be conforming. Scn number 15471 by sterigenics was reviewed and determined to be conforming. This lot met all visual, sterilization and packaging criteria at the time of release with no issues documented during the packaging or release of the product that would contribute to this complaint condition. Component(s) reviewed: component part review for part number 04.615.012y lot number h723263 and relevant sub-components needs to be assigned to the brandywine DHR review team. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. H3, h6: a product investigation was conducted. Beside some use related wear, the cancellousscrew synapse is intact and usable. Both reported holding sleeves 03.614.017 could be screwed into the 04.615.012s cancellousscrew synapse and then released again. No manufacturing related issue was identified and/or confirmed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product codes: kwp, mnh, mni. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019 during a cervical fusion procedure at c1, c2 for a patient with an atlas fracture, the cancellous bone screw synapse was stuck at the holding sleeve during insertion. So, the surgeon changed the holding sleeve to an alternative sleeve, however, the surgeon felt the same feeling at the sleeve. The surgeon also used another unknown screw and got stuck again. The procedure was completed and the surgeon was able to insert four (4) screws into proper position. There was a surgical delay of less than thirty (30) minutes. There was no adverse consequence to the patient reported. This report is for one (1) 3.5mm ti cancellous polyaxial screw 12mm. This is report 2 of 4 for complaint (B)(4).